Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007; ddbb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the rv defibrillation and superior vena cava (svc) coils. A lead fracture was also suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.